Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 220 mg/dl. Customer stated that the pump was acting strange and caused him to redo the time and date. Customer noticed the display was blank. Customer removed and reinserted the battery and the pump initialized. Customer stated that he received an unexpected restart alarm. Customer stated that he changed the battery once more and the screen returned. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap. Customer stated that the pump was not stored or not in use for an extended period of time. Customer will monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.